Event description:
It was reported that reviewed alarms on console 8186 (service loaner) with bedside nurse noted in alarm history that patient had ¿battery temperature high¿ alarm on (B)(6) 2026 at 7:57:24. At 07:57:24 there was also an ¿ac power disconnected¿ alarm. At 7:57:33 there was ¿resolved: battery temperature high¿ notification. And at 7:57:49 there was a ¿resolved: ac power disconnected¿ notification. The bedside nurse had not heard about this from previous shift and had no other details regarding this situation.

Manufacturer narrative:
This is one of two reports this report is for the controller another report that was sent was for the pump and patient death. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.